Event description:
Pt underwent arthrodesis of the proximal interphalangeal joint of the right ring and small fingers while having replacement arthroplasty of the "mp" joints. Plate was implanted on 10/2/97. Seven to eight weeks post operatively, the plate was noted as broken. The plate was removed and replaced on 12/20/97.